Event description:
It was reported that a motor position encoder error was received on the customer's insulin pump, after it was worn during magnetic resonance imaging, by mistake. Customer's blood glucose was 325 mg/dl. Customer was not using the sensor feature on the insulin pump and was able to complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind, due to the motor encoder signal being out of phase. It was not possible to perform the displacement test or verify the motor position encoder error alarm in the alarm history screen, due to motor error alarm. The device had minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip.